Event description:
An arterial access pressure alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased due to a decrease in hgb levels which began prior to the blood loss event. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The actual device from this event was discarded. No problem was found during evaluation of the returned cartridge from the same lot. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Arterial pressure alarms are typically caused by inadequate vascular blood flow to meet the commanded blood pump flow rate. The pt's standard epogen dose was increased. No other medical intervention was required. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.